Event description:
Customer called to have machine checked out after a patient death. They believed possible hemolysis. Machine was not taken out of service until after other patients had been treated.

Manufacturer narrative:
A gambro technical service technician checked machine. The following items were checked on the machine: pump occlusion, temperature, acid and bicarb conductivity, ph probe, and arterial pressure. All tests and verifications were within manufacturer specifications. The gts field rep performed also t1 test and simulated patient run. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.